Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photo provided shows a closed lens case. An iol is visible on top of the lens case. The tip of one haptic appears to be broken/torn/missing. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, while the plunger was folding the lens, the surgeon noticed that one of the distal tips was broken. There was no patient contact. Additional information has been requested.